Event description:
How can the FDA possibly think that breast implants of any sort are safe: here's how: you allow private studies to investigate the safety and are possibly even paid off by these companies who manufacture implants, not to mention plastic surgeons themselves. There are thousands upon thousands of women reporting breast implant related serious illness, and yet you continue to approve these toxic things! I had ruptures in both implants, and had to have an explant. Check out (B)(6) by (B)(6) and see for yourself the thousands of women who are very sick because of their implants. You are a corrupt and negligent institution and fail to take this disease seriously. I have utterly no respect for you. Please reply. Let's start with the (B)(6) study. Let's move to the (B)(6) study. Corrupt and swayed the FDA. You know the details. Bought off, most likely.